Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered a setscrew problem with the implantable cardioverter def ibrillator (ICD). The device was not utilized and alternate device was implanted. No patient complications have been reported as a result of this event.